Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, trends, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned for investigation. Therefore, a physical investigation of the returned complaint device could not be completed. The risk analysis was reviewed, and no additional escalation was recommended at this time. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be completed, as the lot information is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. For heparin coated devices, standard flushing procedures are recommended. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: microclave. Occupation: systems risk manager. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in the past few weeks, nicu has had several episodes of leaking central venous catheters while running fluids. A patient had a central venous catheter placed on (B)(6) 2019, which was found to be leaking on (B)(6) 2019. It was replaced by the physician on (B)(6) 2019. The rn note states that the old catheter had kinked at the hub, but does not mention leaking from the line. The device placed on (B)(6) 2019 was documented to be leaking on (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019 the patient went to the or, and while it is unknown if the leaking device was replaced, the device currently implanted in the patient is not leaking at this time. It was noted by the facility that, "of the multiple episodes of leaking cvls, it is unclear at this time if any, other than the last, were leaking due to a fault with the catheter, but it is uncommon for us to have this many problems with cvls." It was reported that no difficulty was experienced when placing the devices. No forces were exerted on the catheter and no patient problems are associated with the cracking of the device. The patient did not experience any adverse events due to this occurrence. This report references the event that occurred on (B)(6) 2019. MFR. Report # 1820334-2019-01064 references the leaking event noted on (B)(6) 2019 and (B)(6) 2019.